Manufacturer narrative:
Results - customer returned 12 loose 3/10cc, 8mm syringes. Customer states that the hub separated from several syringes and got stuck inside the shield. 7 out of 12 samples were returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrels was observed. The hub assembly did not separate from the remaining samples when the shield was removed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7044897. There were five (5) notifications but they did not pertain to the complaint. Conclusion - possible root causes: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle 0.3ml 31gx5/16" was found before use with the hub separated from several syringes and stuck inside of the shield. No report of injury or medical intervention was reported